Manufacturer narrative:
(B)(4). Per the user facility, the issue was discovered while cleaning the unit. The field service representative (fsr) verified that the cardioplegia (cpg) motor did not pump. He replaced the cpg motor and cpg relay printed circuit board assembly (pcba). The unit operated to the manufacturer¿s specifications. The suspect parts were returned to the manufacturer for further evaluation.

Event description:
It was reported that during the use of the device for a non-clinical activity, the heater cooler pump end motor stopped working. There was no patient involvement.

Manufacturer narrative:
Per the user facility, there was a grinding noise periodically for several weeks when the cardioplegia (cpg) side of the device was turned on. During cleaning there was a loud screeching noise and the unit was turned off. Once restarted and about five minutes later, the same noise was heard and a faint burning odor was detected. The unit was immediately turned off and was evaluated on the next day where the cpg pump was found to be nonfunctional. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed the impeller assembly to be jammed and would not turn. A piece of the impeller had broken off from the magnet. Components was measured and connections were checked on the relay printed circuit board (pcb) and nothing was found that would cause failure. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.